Manufacturer narrative:
The pump user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not deliver insulin as intended. Reportedly, the customer had prefilled cartridges with 300 units of cold lispro insulin which the customer felt resulted in insulin "leaking" out of the cartridge and into the body. Customer's blood glucose (bg) was 50mg/dl. Customer consumed carbohydrates to address bg level. As tandem technical support was not contacted at the time of the reported issue, a system check could not be performed to determine a possible cause of the event. Pump data was not available for tandem technical support to perform a review to determine a possible cause. Reportedly the customer continued to use the pump for insulin therapy.